Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's daughter reported customer's freestyle freedom meter did not turn on after blood sample was applied. Customer's daughter reported customer had one episode of losing consciousness and fell to the table from her chair when she tried to get up. Customer was being treated with juice and glucose tablets. Upon troubleshooting with the adc customer services, it was discovered a batteries message on the display and the batteries were replaced. There was no report of third of third party medical intervention, death or permanent impairment associated with this case.